Event description:
The customer reported that her insulin pump was alarming no delivery and her blood glucose levels are over 600 mg/dl. The customer treated, but continued to experience elevated blood glucose levels and was getting worried. The customer stated that her daughter was with her, and she would be taking her to the emergency room. The customer later called back to request a replacement insulin pump as she was not comfortable using it. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.